Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv1522 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure of a powerpicc, the introducer sheath could not be inserted. When the introducer sheath was checked, it was found that the tip of the sheath was damaged like a hangnail. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to b. A lot history review (lhr) of regn0545 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the insertion procedure of a powerpicc, the introducer sheath could not be inserted. When the introducer sheath was checked, it was found that the tip of the sheath was damaged like a hangnail. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 5 fr x 7 cm microez microintroducer was provided for evaluation. The sheath had not been split and the dilator was present within the device. Blood residue and deformation was noted at the sheath tip. Microscopic inspection of the deformed sheath tip region revealed a section of the material to be inwardly bunched. A longitudinal split was also found to be present at one of the edges of the bunched region. The sheath split surfaces and edges appeared to be even and smooth. Due to the evidence of use and bunching of the sheath material, it could not be clearly determined if the use related factors contributed to the formation of the split. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. The product instructions for use (IFU) contains instructions which may have prevented the experienced resistance. The IFU states, "introduce the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." The damage found on the sheath tip is a likely contributing factor to the difficult insertion; therefore, the complaint is confirmed but the exact cause remains unknown at this time.

Event description:
It was reported that during the insertion procedure of a powerpicc, the introducer sheath could not be inserted. When the introducer sheath was checked, it was found that the tip of the sheath was damaged like a hangnail. There was no reported patient injury.